Event description:
A customer reported that the adc device detached prematurely after 5 days of wear and as a result, the customer was unable to obtain glucose readings. The customer further reported the sensor insertion site ¿hurt¿ and self-presented at the emergency room. The healthcare professional obtained unspecified blood glucose and the customer was provided medications for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.